Event description:
Customer reported that a nurse tests the cuff before an anesthetist inserts the tube into a pot's airway. She inflate the tracheal cuff and then she tried to deflate it. During the pretesting procedure, the air from the ballooned tracheal cuff did not come out completely. Customer reported no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is returned, a summary of the investigation results will be provided in a supplemental report.